Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. It was found the customer was prompted to reset the time and date after the alarm occurred. The customer also reported the alarm occurred again after five minutes. The customer's alarm history also showed a signal too low alarm occurring. Customer also reported a program anomaly alarm occurring and a blank display occurring after. The customer's blood glucose was 11 mmol/l at the time of incident. It was also found a constant tone was occurring on the insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery, but an unexpected restart alarm occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies, unexpected a21, a17, a13, pump resetting anomaly or constant audio tone alarms were noted. No damage was found on the lcd isolation tape noted. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump passed self test, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and with scratched lcd window.